Manufacturer narrative:
The reported event that the patient had an infection could be confirmed based on the information provided by the surgeon. However, the surgeon clearly stated that the infection was not caused by the ¿peek customized cranial implant kit, xl.¿ because the threshold of the complained failure rate is exceeded at this time, nc # (B)(4) was initiated. Product surveillance will continue to monitor complaints of this type for adverse trends. Based on the statistical evaluation there are no indications for any systematic design, material or manufacturing related issues. The complaint is added to the complaint trend. Device is unable to be returned.

Event description:
A company representative received a call from a surgeon who informed him that a custom implant was removed from a patient because the patient has been experiencing reoccurring infections. The surgeon wanted to remove all the hardware so the patient can heal. If additional information becomes available, it will be reported in a supplemental report.

Event description:
A company representative received a call from a surgeon who informed him that a custom implant was removed from a patient because the patient has been experiencing reoccurring infections. The surgeon wanted to remove all the hardware so the patient can heal. If additional information becomes available, it will be reported in a supplemental report.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available to stryker for evaluation.